Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure was approx 9 months ago in which the physician implanted a taxus express2 3.0x28mm drug eluting stent to the 85% stenosed lesion lcoated in the mildly tortuous, mildly calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm balloon, unk type. No patient injuries or complications occurred. Patient was prescribed plavix and was discharged 2 days after procedure. Approximately 9 months later, the pt presented with chest pain and angiography confirmed an in-stent restenosis. The restenosis was treated by implanting a cypher stent to the restenosed area, unk size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.